Event description:
Note: this report pertains to one of two complaint devices used in the same procedure. Refer to manufacturer report # 3005099803-2010-02516 for the other associated device information. It was reported to boston scientific corporation that two captivator jumbo oval snares were used during a colonoscopy procedure on (B)(6) 2010. According to the complainant, the first captivator snare was initially used to successfully remove two polyps. While attempting to remove a third polyp, the physician noted that the wire of the snare loop was broken and stuck together as opposed to forming an oval shape; it appeared as if the wires had melted together. The physician removed the device from the patient and completed the procedure by using another captivator jumbo oval snare. Following the procedure, the patient was not well and complained of pain in her abdominal region. The patient underwent an abdominal x-ray when it was discovered that she had suffered a perforation of the colon. The patient was taken to the or to have the perforation treated. Following the surgery, the patient was fine. She was released from the hospital on (B)(6) 2010. The complainant noted that a valley lab generator was used during the procedure, and that the same generator settings were used with both snares. No heat damage was noted on the catheter of the first complaint device.

Manufacturer narrative:
(B)(4) surgery. The complainant indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device cannot be completed. A review of the device history record (DHR) was performed and no anomalies were noted. A search of the complaint database revealed that no similar complaints exist for the specified lot. A labeling review was performed and no deviation was found.